Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the alleging the insulin pump was over delivery. The customer¿s blood glucose level was 40 mg/dl at the time of incident and 205 mg/dl at the time of call. The customer treated with the food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and refer to back up plan. Troubleshooting was performed for over delivery. The device will not be returned for analysis.